Event description:
It was reported that during an implant procedure the pacemaker exhibited loss of captured and intermittent overpacing. A new pacemaker was implanted with no issues and no adverse patient effects were reported. The pacemaker received for analysis.